Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no physical damage. The reported missing input disk is not actually missing. A gray input (plug) is in its place. The instrument is in expected condition. The part was returned with a reported complaint that does not affect the instrument functionality. However, further inspection of the instrument found it to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The broken pitch cable was attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the instrument log showed the permanent cautery spatula instrument (part #470184-13 / lot #n10210125-0090) was last used on (B)(6) 2022 during a procedure with system (B)(4). The permanent cautery spatula instrument had 4 uses remaining. This last usage of the device was before the reported event date. In addition, a review of the procedure log with the information provided resulted in no additional information. Images of the permanent cautery spatula instrument related to this event were received. A review of the submitted images was performed by an isi regulatory post market surveillance (rpms) specialist. From one of the images provided, it looked like one input disk was missing. However, failure analysis investigations confirmed the instrument had no missing input disk. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that the returned permanent cautery spatula was found to have a broken pitch cable at the distal end. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted single vessel small thoracotomy surgical procedure, the permanent cautery spatula instrument tip would not rotate. The customer noted that the disc fell off after the permanent cautery spatula instrument was removed. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.